Event description:
This ra lead was capped due to oversensing and pacing inhibition. The patient was experiencing lightheadedness and presyncope. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.